Event description:
Caller reported an alarm 2, indicating an issue related to occlusion events. The customer's blood glucose level exceeded the threshold and was reported as "high" by the continuous glucose monitor, though a specific value was not known. To address this high level, the customer administered a correction bolus via the pump, did not require third-party assistance, and resolved the issue by changing the infusion set and cartridge before resuming insulin. Despite the recurring nature of the occlusion issues, similar corrective actions were consistently taken.